Event description:
The doctor claims that the graft was implanted for a descending thoracic aortic aneurysm procedure and leaked blood when the clamps were removed. The procedure outcome was a failure. The patient's condition is ok (at the time of the report). The graft was to be removed from the patient (the graft was still in the paitent at the time of the report). On 6/2002, the company learned the following: the above indicated procedure was for an aortic arch repair. The graft was not permanently implanted, but used as a perfusion cannulating graft. The procedure was completed successfully (the docotor indicated that the graft had failed, not the procedure). The graft was removed upon completion of the procedure. The post-operative condition of the patient was o.k.